Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of the renal artery, the physician delivered the palmaz genesis 5.0 x 15 stent mounted on a 142 cm. Amiia balloon catheter (bc) to the target lesion but the balloon would not inflate at all and contrast medium was noted to be leaking. The device was successfully removed from the patient with the stent still mounted. Another product was used to complete the procedure successfully. The patient is in stable condition. There was no reported patient injury. The renal artery target lesion was reported to be: heavily calcified, severely tortuous, and a 90% stenosis. The physician did report some difficulty accessing/crossing the lesion. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. There were no kinks or bends noted upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU) with no problems noted.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of the renal artery, the physician delivered the palmaz genesis stent mounted on an amiia balloon catheter to the target lesion but the balloon would not inflate and contrast medium was noted to be leaking. The device was successfully removed from the patient with the stent still mounted. Another product was used to complete the procedure successfully. The patient is in stable condition. There was no reported patient injury. The renal artery target lesion was reported to be: heavily calcified, severely tortuous, and a 90% stenosis. The physician did report some difficulty accessing/crossing the lesion. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. There were no kinks or bends noted upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15333509 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.